Event description:
The complainant reported that the pt experienced a deep tissue ulcer following a six hour procedure on the table pad. The injuries are purplish blisters on the pt's back and buttocks that appeared 24-4 hours after the procedure. Complainant could not be certain the injuries were from the pad and did not return the pad to the manufacturer for evaluation. A representative of the manufacturer who was at the facility stated that the injury could have resulted from an incorrect pt transfer technique which caused the sheet to roll up under the pt. There is no conclusive evidence that the pad caused this injury and the facility is continuing to use the pads.

Event description:
During a follow up conversation with the complainant reported a second incident in which a pt experienced a deep tissue ucler following a six hour procedure on the table pad. The injuries are purplish blisters on the pt's back and buttocks that appeared 24-4 hours after the procedure. Complainant could not be certain the injuries were from the pad and did not return the pad to the manufacturer for evaluation. A representative of the manufacturer who was at the facility stated that the injury could have resulted from an incorrect pt transfer technique which caused the sheet to roll up under the pt. Again, there is no conlcusive evidence that the pad caused this injury and the facility is continuing to use the pads.